Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the lead migrated. Reportedly, x-ray imaging confirmed the issue. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned and anchored to its' original location. The issue is resolved.

Manufacturer narrative:
Patient's initials changed and updated from (B)(6).